Event description:
It was reported that the patient was complaining of pain and the unit getting very warm to the touch. The patient had been using the device for 2 weeks when she started to feel a lot of pain, the area she was treating felt really hot, and her hand swelled. The patient compared the feeling to the pulsing pain that occurs after smashing one¿s finger in a door. The patient noted that they use the device at night so it makes it very hard to sleep. The patient contacted their doctor but was advised to reach out to the sales representative. It was later reported that the pain and swelling occur within an hour of using the device. The pain level is at an 8 or 9 out of 10. There was one day the patient did not use the unit and she had no pain or swelling. A replacement controller and sflx 1 coil were sent to the patient.

Manufacturer narrative:
Corrected data: b3: date of event. Additional information: b4: date of this report, d4: lot number, d8-9: returned to manufacturer date g3: date received by manufacturer, h4: device manufacture date, h6: method, results, conclusions. A visual inspection of the customer returned product was performed. Included was one sflx 1 coil part no. 1068225 with (B)(6) (B)(4). The part appeared to be in good condition from the cosmetic/visual point of view. The DHR for the sflx 1 coil was reviewed and there were no reports of non-conformances or deviations. The sflx 1 coil was tested and it operates as intended. Calibration information: all tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on (B)(6), 2025; tf0804.d06 which does not require calibration. Test/inspections were completed by the quality department on (B)(6) 2025. The failure was not confirmed for the reported condition of "pain, swelling, warm to touch with bhs". The coil was tested and operates as intended. Review of complaint history identified (4) total complaints from ((B)(6) 2023) to ((B)(6) 2024) for pn (1068225) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient was complaining of pain and the unit getting very warm to the touch. The patient had been using the device for 2 weeks when she started to feel a lot of pain, the area she was treating felt really hot, and her hand swelled. The patient compared the feeling to the pulsing pain that occurs after smashing one¿s finger in a door. The patient noted that they use the device at night so it makes it very hard to sleep. The patient contacted their doctor but was advised to reach out to the sales representative. It was later reported that the pain and swelling occur within an hour of using the device. The pain level is at an 8 or 9 out of 10. There was one day the patient did not use the unit and she had no pain or swelling. A replacement controller and sflx 1 coil were sent to the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.